Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h6: additional information

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.